Manufacturer narrative:
(B)(4). Concomitant medical products: item#65598204702, lot#53580900, hatcp stem por tib plt sz6, articular surface with insert and locking screw use with lps/lps-flex 51 or 52 suffix femorals size ef 17 mm height, lot#62267078, item#00596204017, unk bone screw (3) item# unk, lot#unk. (B)(6). The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Visual examination of the provided pictures show the tibial component, articular surface, and four bone screws are unclear. The condition of the parts does not enable further evaluation or identification of the articular surface. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The complaint history search was not performed. Components were reviewed for compatibility with no issues noted. The tibial component remained in-vivo over 15 years before being revised. It was reported that the surgeon followed the surgical technique; however, surgical notes were not provided. Per the articular surface's package insert and the surgical technique, the lps-flex 17mm and thicker articular surfaces require a locking screw to fasten the articular surface to the tibial baseplate in order to prevent lift off at higher flexion positions. The locking screw was not reported or shown in the picture provided; therefore, it cannot be determined if the use/non-use of a locking screw could have effected the reported event. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07629, 0001822565-2017-08575, 0001822565-2017-08576, 0001822565-2017-08578, 0001822565-2017-08579.

Event description:
It was reported that patient was revised due to loosening and infection.